Manufacturer narrative:
The device was not returned for evaluation. The lot number was provided. An investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A female consumer reported on (B)(6) 2015 that she suffered corneal erosion in the left eye during contact lens wear. The incident began on the morning (B)(6) 2015 when her left eye began to water and itch. She then began to feel dizzy and experienced unbearable pain. The consumer then removed the contact lens and noticed that one of the edges was slightly misshapen. The consumer continued to feel discomfort, shakiness, disorientation and nausea. She continued to feel pain in the late night and thought she was losing her eyesight. The consumer sought medical attention. She reported that a "reflex had kicked in which closed both eyes due to the trauma in her left eye." The consumer was seen by a nurse who gave her an eye bath in which the consumer reported that the nurse reported that nothing of note came out of her eye. She then saw a doctor who gave her a drop of unspecified anesthetic drops which relieved the pain for a short while. The doctor examined and the eye and reported to the patient that it was very badly scratched. The consumer reported that the doctor then gave her a number of different unspecified medications to help her get through the rest of the night. She was sent home. The next morning on (B)(6) 2015, the consumer returned to the eye hospital seeking more anesthetic medication for the pain. She reported that a specialist nurse explained to her that she had suffered one of the worse cases of corneal erosion in which most of the cornea was removed. The patient was treated with unspecified medication and an eye patch which was to be applied as pressure. The patient reported that her sight was bad and she continued to feel shaky, dizzy, nausea and pain. The patient then spent the next day home in the dark trying to sleep. The next day she returned to the hospital for a follow-up appointment. She reported that she was told that progress was made but not enough to allow her eyes to open or to relieve the pain. Unspecified medication including the anesthetic drop was administered and she reported that she was to return after 48 hours in a dark room to allow the cornea to grow back. She returned to the hospital on (B)(6) 2015 for a follow-up appointment. The consumer reported on the (B)(6) 2015, she was able to slightly open her left and right eyes but she still experienced pain. She was told by a nurse that her eye was progressing well and the she would then need to medicate the eye with lubricating eye drops every morning and evening for nine months in order to prevent recurrent corneal erosion. The consumer reported that she continued to feel dizziness, disorientation, and exhaustion every day until (B)(6) 2015.

Manufacturer narrative:
The manufacturing investigation did not indicate that this complaint was due to the manufacturing press. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).